Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo_13.2; -16.00/0.50/024 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6) 2023. The lens was reported as having refractive surprise. On (B)(6) 2023 the lens was replaced with a different diopter lens. Cause was reported as unknown. This resolved the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: d4: expiration date: 28-feb-2026. D4: primary unique device identifier: (B)(4). E: initial reporter: (B)(6). H4: device manufacture date: 29-mar-2023 claim#(B)(4)..